Event description:
Breast implant was not in proper position. Pt's body was mutilated and ugly. Pt had a lot of pain. Stated "left implant is flat and under the armpit. Right implant is 3b." Because there is no space under armpit, implant is pushing and causing a lot of pain. Pt said "dr was doing an experiment."